Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013- patient was diagnosed with left flank lumbar hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿a fascial defect was identified in left lower flank region and repaired by placing a bard flat mesh deep to the fascial layer and was tacked¿. (B)(6) 2013- patient was diagnosed with infected mesh, pain, thereby underwent laparoscopic repair with explant of bard flat mesh. Per op notes, ¿a large amount of pus and old hematoma was encountered and reduced. There was a seroma and the wound and mesh found to be infected. The infected bard flat mesh was excised and the defect was closed with sutures¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (B)(6) 2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.